Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge pan came off and the cartridge pan was left in the jaw when the cartridge was removed after the 3rd firing. The staples were proper b-formed shape. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).